Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the inner pouch of a vascular probe. This was noted during an incoming inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and found loose particulate on the outside wall of the inner pouch. Microscopic examination was performed and noted the particulate to be a fiber. The size of the particle was under 0.80 mm squared and was within specifications, therefore the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.